Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male patient whose platelet count was noted to have decreased to 103. The patient was a recent cardiac surgery patient. Impella waveforms and flows were noted to be adequate, with no recent suction events observed. Device position had been optimized under echocardiographic guidance. No additional information was provided.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary- device in wrong position: the pump was not returned for investigation. Data log was not provided or retrieved from remote server. As per the clinical details, the position was optimized under echo guidance. The cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. Clinical symptom (thrombocytopenia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot- device lot: 1951106. Device history review- device sn (B)(6) passed all post sterile inspection checks.